Event description:
It was reported that a lot of trouble with the PICC lines. I think maybe a year or so ago we changed to a different type of PICC (the purple ones) and I feel like since then, they block constantly. I honestly feel like it¿s rare to not have one block. A few other nurses on surg have noticed it too. I am not sure if it¿s the PICC¿s or us. I have tried to be a lot more vigilant with regular flushes with piccs, but it doesn¿t seem to help. Even patients that are having regular antibiotics through the piccs have had them block. No other information was provided. It was reported this occurred with five devices. This report addresses the fourth device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.